Event description:
The customer reported that the device had a dim display. There was no patient involvement when the issue occurred, no patient or user harm reported. Per the diagnostics performed by the engineer, the customer reported that their v60 had a display that is very dim. It was noted that the device had a first-generation lcd and would need to be updated to a second-generation lcd. The customer requested to have the ui assy. Replaced; the device already has software 3.00. The remote service engineer (rse) provided the part number. It was then noted that the customer would attempt to install the replacement ui assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the ui assembly was replaced to resolve the issue. The device was returned to service.